Event description:
A dialysis facility nurse reported that the dialysate port (arterial end of dialyzer/dialysate out) was positive for residual renalin on all of their 25 meridian machines. The dialyzers were then reprimed and treatments were initiated without issue.